Event description:
During an arthroscopic shoulder rotator cuff tear repair, the radiofrequency wand was used for ablation. Upon removal of the wand it was noted the tip had fallen off. The tip was located by xray but was unable to be retrieved.